Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions provided in: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the device evaluation found that the bowden cable was defective due to wear of the angle wire, and nothing related to the suction function was confirmed during the repair center inspection. Additionally, the flexibility adjustment ring had a scratch, the air/water cylinder and suction-cylinder lacked color, and the switch box had a scratch. The scope connector case unit and scope connector cover unit both had scratches, with the latter showing corrosion due to water leakage. The plug unit exhibited corrosion from water leakage, and a chip on the probe cover caused the insulation resistance value at the distal end not to meet the standard value. Furthermore, the objective lens had a crack, the bending tube was deformed, and the connecting tube was snaking. Issues such as the clogging of the jet tube in the control unit resulted in the inability to supply water, and the universal cord experienced coating peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had an aspiration problem and angulation malfunction. The device was returned for evaluation. During the device evaluation, it was found that the jet tube had remains of white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.